Event description:
It was reported that the side rail assembly was detached from bed by patient. Two hour delay in surgery reported. There was patient involvement; however, no adverse consequence was reported.

Manufacturer narrative:
It was initially reported there was a 2-hour delay in surgery. This was reported in error. The patient was court-committed and was being violent. The patient had to be handcuffed to the siderail and shortly after, the patient broke off the siderail but was not injured and did not require any medical intervention or any treatment.

Manufacturer narrative:
Conclusion - customer will repair bed.

Event description:
It was reported that the side rail assembly was detached from bed by patient. Two hour delay in surgery reported. There was patient involvement; however, no adverse consequence was reported.